Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 6 of 7 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A UK customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) during dwell 6 of 7 on the homechoice. The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. There were no open clamps on unused supply bags and the bags were spiked correctly with no problems noted with the supplies being used so the cause of the alarm is, to date, undetermined. The caregiver (cg) also explained that he followed the instructions in the hc at- (B)(4) to clear the alarm by cycling power twice, removed the cassette from the hc and notified the dialysis center of the issue as well. The technical service representative (tsr) explained the alarm and the possible causes for it to the cg and suggested that the hp use manual supplies to complete his therapy. After their discussion, the cg stated he would contact the dialysis center again for instructions on completing therapy for the night. No patient injury or medical intervention was reported.